Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on patch bond edge, crease flat and yellow particles inner the shell. A leak test and microscopic analysis was performed which identified: a sharp opening on patch bond edge. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, resulting in no blockage. Based on the device analysis the final assessment is: a sharp opening on patch bond edge due to an unidentified (tear) opening.

Event description:
Healthcare provider reports left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare provider reports left side deflation. Device has been explanted.